Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device did not detect a patient during an event.  The customer advised that the device was connected to the patient using physio-brand defibrillation electrodes; however, the device continually prompted the users to "connect electrodes" indicating that the patient was not being detected.  As a result of the device not detecting the patient, defibrillation would not have been available if it were necessary.  Medical personnel attempted to troubleshoot the device by powering it off and on, but that did not resolve the reported issue.  A backup device (also a lifepak 1000) was then obtained and used to provide care to the patient.  The customer advised that there were no adverse effects to the patient as a result of the reported issue.  No further information about the patient or the event was provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.